Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/26/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/07/2014 with the following findings:a review of the pump history showed no activity related to the complaint was recorded. During testing, the pump failed to boot correctly. Shortly after powering the pump on, the pump displayed ¿call service sleep error¿. The pump software was reloaded and the pump was able to power on normally with no alarms occurring. All other investigation steps were performed after reloading the pump software. The pump was exercised for 24 hours with no further alarms occurring. Unrelated to the complaint, the pump history showed that the time and date was resetting following a pump reboot. The pump was opened and the internal clock battery was found to be leaking.